Event description:
It was reported that episodes of non-sustained ventricular oversensing were observed via remote transmission. The patient received inappropriate shocks. Review of the stored egms showed lead noise. Low amplitude r-wave, loss of capture and a slight decrease in pacing lead impedance were noted. Lead dislodgement was suspected. The lead was explanted and replaced when repositioning was unsuccessful. Patient was fine after the event.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.